Event description:
Ge healthcare service representative noted inability to pressurize the manual circuit with the apl valve when the apl valve dial setting is less than 30 cmh2o. Investigation/conclusion: ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.